Event description:
The ge oec 2800 fluoroscopy system displayed data error.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. System tested/evaluated and found to be operating as expected. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.